Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2002. The pt has a history of ascites, gastroesophageal reflux, recurrent prostatitis, alcohol abuse, and tobacoo use. It was reported the final angiogram demonstrated blushing on the ipsilateral side and an extension cuff was placed to cover the suspected endoleak. It was reported that an injury was found in the external iliac artery. The extension cuff was surgically removed. The external iliac artery was ligated an ilio-femoral bypass was performed. Completion angiogram demonstrated no extravasation and no evidence of endoleaks. It was reported that the pt's initial aneurysm diameter decreased from 5 cm to 4.8 cm diameter. In 3/2004 it was noted at follow-up eval that the aneurysm diameter had increased to 5.54 cm in diameter and in 4/2004 was 6 cm in diameter. CT scan demonstrated no evidence of endoleak. The pt as admitted to the hosp about a month later and the stent graft was successfully explanted on that day. The physician noted that the proximal portion of the stent graft was removed easily. Superficial inspection of the stent graft revealed no evidence of tears or wire fractures. No additional sequelae were reported and the pt is reported to be fine. Medtronic has received the explanted device and its analysis is pending.